Event description:
On june 25th 1999 nellcor puritan bennett received info alleging a patient had expired while being monitored by a n180 pulse oximeter. Reportedly, the monitor provided visual alarms, but no audible alarms. Caller stated he was not aware if the alarms had been disabled or turned off.